Manufacturer narrative:
A beckman coulter cts (customer technical specialist) advised the customer to inspect the substrate fluidics system. Upon inspection of the substrate bottle, it was determined that the fittings on the substrate bottle cap were loose and had allowed the introduction of air into the substrate fluidics system. The cts advised the customer to tighten the substrate cap fittings and sent an updated substrate bottle cap with click and seal fittings and a fitting lock intended to prevent this issue. The cause of this event was confirmed as loose fittings on the substrate cap assembly. Loose substrate cap fittings may allow the introduction of air into the substrate fluidics system and compromise substrate delivery. This can result in sample counts outside limits errors, ind flags, failed qc and erroneous results. In this instance there was no report of erroneous results. (B)(4). All associated reports are: 2122870-2015-00519, 2122870-2015-00531.

Event description:
On (B)(6) 2015, the customer reported that the substrate portion of two system checks performed as part of weekly maintenance on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system had failed. In addition, the customer obtained an error flag on one (1) patient sample with sample counts outside limits. Sample counts outside limits errors indicate the rlu (relative light units) generated by a reaction are below the detectable threshold. The customer reported that on the previous day they obtained an ind-flagged (indeterminate) troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). Results flagged with ind errors do not generate a numerical value. An ind flag indicates the patient sample value is outside the range of the active calibration and cannot be distinguished from a system or operator error. This result was not released from the laboratory . There was no report of change or impact to patient treatment as a result of the ind-flagged access tni+3 result. MDR 2122870-2015-00519 was created to address this event. The issue was resolved during guided troubleshooting with a beckman coulter customer technical specialist (cts). Information on the collection and centrifugation of the patient sample was not provided.